Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. Incorrect positioning or orientation of the filter is one of the potential complications cited in the IFU associated with this product. In the IFU, step 28 of the recommended filter implantation states ¿perform a control cavagram prior to terminating the procedure. Verify proper filter positioning.¿

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2016, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital. On (B)(6) 2014, approximately 8 weeks after implant, dr. (B)(6) at (B)(6) hospital attempted to retrieve the ivc filter; however it was discovered that ¿the filter was tilted and the retrieval hook was embedded in the caval wall. Dr. (B)(6) was forced to stop the procedure after three failed attempts at retrieving the device.¿ the patient alleges ¿injuries¿ but no details are provided in the complaint. Argon¿s attorneys are attempting to gather information.